Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the latitude monitoring system had a high impedance alert for this system. The low energy shock impedance was 218 ohms which is high but within normal limits. Technical services reviewed the impedance history with the caller. The historical system impedances have ranged from 150-200 ohms. The implant high energy shock impedance was 125 ohms. An x-ray was done, and the system placement was unchanged since implant. There were no known adverse patient effects. The system remains implanted. It was reported that the latitude monitoring system had a high impedance alert for this subcutaneous implantable cardiac defibrillator (sicd) system. The low energy shock impedance was 218 ohms which is high but within normal limits. Technical services reviewed the impedance history with the caller. The historical system impedances have ranged from 150-200 ohms. The implant high energy shock impedance was 125 ohms. An x-ray was done, and the local representative stated the system was poorly placed. The sicd system was explanted and replaced with a transvenous system. There were no known additional adverse patient effects.

Event description:
It was reported that the latitude monitoring system had a high impedance alert for this subcutaneous implantable cardiac defibrillator (sicd) system. The low energy shock impedance was 218 ohms which is high but within normal limits. Technical services reviewed the impedance history with the caller. The historical system impedances have ranged from 150-200 ohms. The implant high energy shock impedance was 125 ohms. An x-ray was done, and the local representative stated the system was poorly placed. The sicd system was explanted and replaced with a transvenous system. There were no known additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the latitude monitoring system had a high impedance alert for this subcutaneous implantable cardiac defibrillator (sicd) system. The low energy shock impedance was 218 ohms which is high but within normal limits. Technical services reviewed the impedance history with the caller. The historical system impedances have ranged from 150-200 ohms. The implant high energy shock impedance was 125 ohms. An x-ray was done, and the local representative stated the system was poorly placed. The sicd system was explanted and replaced with a transvenous system. There were no known additional adverse patient effects.